Manufacturer narrative:
(B)(4). Updated sections: b4, b7, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact heater wire. Tissue was observed on the tip of the intact cold jaw. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000487012 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using the vasoview hemopro 2 (w/vasoshield), after the dissection process was completed, the harvester started to perform branch ligation with the hemopro 2. After several branch ligations, the device stopped working and would not activate again. The harvester assumed it was overheated and gave the device the recommended time to cool down. The cords and generator were changed. However, the device would never activate again after giving it several times to cool down. Therefore, the device was deemed unsafe to use and was removed from the surgical field. The pre-cautery test was performed and the device did pass the test. In addition, the beeping sound was heard when the toggle was pulled back. A new device was opened and the case was finished with no other complications. No injuries occurred due to the defect and the surgical delay to get new equipment was less than 5 minutes.